Manufacturer narrative:
The investigation determined that discordant reactive vitros anti- sars-cov-2 igg results were obtained from multiple patient samples when processed using vitros cov2igg reagent lot 0160 on a vitros eciq immunodiagnostic system. The vitros results were discordant when compared to non-reactive vitros cov2tot results for the patients. The vitros cov2igg results were discordant against vitros cov2tot results of the same patients. If a patient was infected with covid-19, it would be expected that both the vitros cov2tot and vitros cov2igg results be reactive for the patient. The patients were asymptomatic and were tested per regular screening as local government employees. The discordant results between the two vitros tests do not make sense when looking at the clinical assessment of the patients. Therefore, it is possible that the vitros cov2igg tests generated false reactive results for the samples tested. Based on historical quality control results, a vitros cov2igg lot 0160 reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct IFU interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0160. There was no indication of an instrument malfunction and unexpected instrument performance was not a likely contributor to the event. Pre-analytical sample processing can be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
An ortho laboratory specialist (ls) contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) on behalf of a customer to report discordant, reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from multiple patient samples when tested on a vitros eciq immunodiagnostic system. The vitros results were discordant when compared to non-reactive vitros cov2tot results for the patients. Patient 1, vitros cov2igg results of 2.47 and 2.45 s/c (reactive) versus the expected result of non-reactive patient 2, vitros cov2igg results of 2.84 s/c (reactive) versus the expected result of non-reactive patient 3, vitros cov2igg results of 2.53 and 2.49 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).